Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to unknown reasons. Balloon was explanted and replaced. Additional information was received. Device stopped working. The balloon lost pressure. Patient experienced recurring incontinence.